Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis. Additional information indicated that this device reverted to safety mode, as a result, it was explanted and successfully replaced. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.